Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified red particles on the surface of the shell, a deformation, and encapsulation. It is not possible to determine the cause of the event during device analysis performed through photographs due to the impossibility to perform a further analysis. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and removal of "textured implants."

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and removal of "textured implant." Device has been explanted.